Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats lobectomy. According to the reporter: during the firing sequence, the stapler locked and would not progress. The surgeon was firing through a vessel using the 45mm tan reload. Used cautery and clips. No medical intervention required. There was unanticipated tissue loss, tissue damage; with an estimated 5mm to 10mm tissue removed as the surgeon transected around the vessel. No extension to surgical time required. Nothing fell in the surgical cavity. There was no unanticipated blood loss of more than 500cc. Patient current status reported as recovered.